Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.